Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tube underfill with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to tube underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for tube underfill with the incident lot was observed. However, evaluation/testing of the retain samples was conducted and tube underfill was not observed. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® lh 68 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, "several times in the week, for different patients, tubes were filled only 1/4 (underfill)."